Manufacturer narrative:
Additional information received on (B)(4) 2015.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx covered stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on an unknown date. According to the complainant, the stent was implanted to provide patency and aide the removal of a stone in the bile duct. Reportedly, no issues were noted during the initial stent placement procedure. A couple of weeks later (specific date is unknown), the physician attempted to remove the stent; however, the stent was difficult to remove. According to the physician, the stent ¿balled up and it was tangled up in a jumbled mess¿. The wallflex biliary rx covered stent was not retrieved during this procedure but was successfully removed during a subsequent endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received (B)(4) 2015. According to the complainant the wallflex biliary rx covered stent was implanted on (B)(6) 2014. On (B)(6) 2015, the physician attempted to remove the stent. The physician noted that the retrieval loop was not visible but he attempted to remove the stent by grasping the stent edge with foreign body forceps. During the attempted removal some of the stent wires unraveled and the stent deformed to an hourglass shape with some wires unraveling into the duodenum making retrieval difficult. The patient was observed in the hospital without any acute abdominal problems. The ercp was repeated on (B)(6) 2015 and the stent was able to be removed after progressive dilation of the ampullary area and bile duct.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx covered stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on an unknown date. According to the complainant, the stent was implanted to provide patency and aide the removal of a stone in the bile duct. Reportedly, no issues were noted during the initial stent placement procedure. A couple of weeks later (specific date is unknown), the physician attempted to remove the stent; however, the stent was difficult to remove. According to the physician, the stent ¿balled up and it was tangled up in a jumbled mess¿. The wallflex biliary rx covered stent was not retrieved during this procedure but was successfully removed during a subsequent endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Reported event of stent difficult to remove. Reported event of stent balled up and tangled up in a jumbled mess. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.